Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer' blood glucose reading was 597 mg/dl. The customer stated that she had to give 2 boluses. The customer stated that she received a cal error with the 2nd bolus and now she received a cal error. The customer stated that she removed the sensor and no cannula was present. The customer stated that her sensor did not work. The customer was advised to remove and change out the sensor.